Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a maintenance check, it was observed that the tip of the craniotome device was bent. The event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the cutter device could not be inserted. It was further determined that the root cause for the ¿bent foot end¿ was due to excessive side load lateral force, or rocking while attempting to cut a bone flap. The device was taken apart and it was noted that the bearings were worn out and loose, which created a situation where the cutter device was not able to be inserted. That was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearings from normal use over time. Therefore, the reported condition was confirmed. The assignable root cause of the bent neuro tip was determined to be due to user error and the root cause of the component damage (cannot insert cutter) was due to worn out bearings from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.